Manufacturer narrative:
E1: initial reporter address 1. (B)(6). H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd epicenter¿ data management system, there was missing accession number and specimen result data from the system. No patient impact reported.

Manufacturer narrative:
Investigation summary: customer reporting maldi-tof data missing in epicenter (444165/(B)(6)). Attempted to review the logs soon after the complaint was logged, but the logs only went back 2 months. Informed customer that without the log data from the time the data in question, unable to determine the root cause of the issue. This is not a confirmed complaint of a bd product. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using bd epicenter¿ data management system, there was missing accession number and specimen result data from the system. No patient impact reported.